Event description:
The customer stated a prism analyzer generated false repeat reactive chagas results for five patient samples. Individual patient data was not provided. The samples were confirmed to be negative using ripa confirmation. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the investigation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, specificity testing, a search for similar complaints, and a review of labeling. Additional patient data was provided: (B)(4) initially reactive 1.66 s/co, repeated reactive on the same instrument 1.21 and 1.35 s/co (B)(4) initially reactive 1.05 s/co, repeated 1.10 s/co (reactive) and 0.79 s/co (non-reactive) (B)(4) initially reactive 1.63 s/co, repeated reactive 1.47 and 1.69 s/co (B)(4) initially reactive 4.55 s/co, repeated reactive 5.14 and 4.42 s/co (B)(4) initially reactive 6.07 s/co, repeated reactive 6.80 and 5.43 s/co analysis of field data for chagas reagent lot 23242m501 and base lot 23242m500 showed the lots are meeting specificity claims. Tracking and trending did not identify atypical activity for the chagas reagent lot. Labeling was reviewed and found to be adequate. A product deficiency was not identified.